Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during implant procedure, there was difficulties interrogating the device. After troubleshooting, it was determined that there was electromagnetic interference and the device was successfully programmed. No adverse events.